Manufacturer narrative:
Concomitant medical product: 4196-78 lead implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after a routine device replacement procedure, the right ventricular lead had low pacing impedance and a polarity switch from bipolar pacing to unipolar occurred. The lead sensitivity was reprogrammed, and then the patient experienced intermittent pocket stimulation in unipolar and had syncopal episodes, which may have been due to pacing inhibition due to oversensing noise, although no recorded episodes with noise were present. The lead was capped and replaced. When the new lead was connected to the cardiac resynchronization therapy pacemaker (crt-p), the device exhibited unexplained continuous pacing and had a sensing problem. The device was explanted and replaced. No further patient complications have been reported as a result of this event.